Manufacturer narrative:
Device evaluation begun, but not yet completed.

Event description:
It was reported that the device leaked at the inlet after 24 hrs of use. A pt did not receive all of the prescribed amount of chemotherapy. No pt sequelae were reported.